Event description:
Stryker navigation system was not working properly causing surgeon to restart navigation aspect and procedure multiple times. Surgeon estimated the malfunction added 2 hours to procedure length.what was the original intended procedure?patient had a c2 fracture requiring instrumentation to stabalize.device #1is this a laboratory device or laboratory test?no.